Manufacturer narrative:
The explanted devices were not returned to the product MFR for eval. Additionally, the device info was not provided, precluding a review of the device history record.

Event description:
Bilateral revisions of tibial inserts for unk reasons. Surgeon commented that one of the revised inserts showed notable wear. This event occurred outside of the us, in (B)(6).